Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.